Event description:
The customer contact reported a use error by the operator resulting in incorrect calculation of dosing recommendations. The pt's blood glucose levels were being monitored using the endotool. The customer contact reported that the nurse entered an incorrect glucose level into the endotool and dosing was calculated using this incorrect value. The error was noted 9 hours after the entry was made; therefore, dosing was calculated and insulin was administered based on an incorrect value. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The customer contact reported that the event was use error by the operator.